Event description:
A non-compliant balloon was used to post dilate the rca coronary/ stent. The balloon was inflated to 14 atm. For 24 sec. At conclusion unable to deflate the balloon. Numerous attempts were made to deflate the balloon. The balloon was able to be removed from the rca to the aorta. The balloon was successfully ruptured with over-inflation of the balloon. The balloon was successfully removed.